Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the sync indicator light came on when the charge button was pushed. The complainant indicated that there was no patient involvement in the reported failure.